Event description:
It was reported that a neonatal pt was placed on va support for post cardiotomy rv dysfunction. On day five, the perfusionist was bedside when the pump alarmed and noted "temperature error" on the console display board. The perfusionist stated "the pump shut itself down." Pump mode utilized was the "free mode." The pump flow was 800-1000ml/minute and the pt's temperature was 36.8 degrees celsius. Device was rebooted and support was successfully initiated immediately. Maquet tech support was notified within 15-20 minutes. Instructions were given to check that the drive motor was vented properly and that air was able to flow around the drive motor freely. Check that the drive motor was positioned in the upright position and that the disposable was on top in the 12 o'clock position. Vent ports at the base of the drive motor should not be occluded or obstructed. Disposable should be loaded properly and flow is read on the console in the "flow display" and rpms are displayed in the "rpm" display. Plans were being made to change out the device with their second console. (B)(4); va-veno-arterial; rv-right ventricle.

Manufacturer narrative:
A maquet field service tech is evaluating the device. A supplemental medwatch will be submitted when additional info becomes available. (B)(4).